Event description:
It was reported that during an unspecified procedure, a balloon detachment occurred. The physician was using another manufacturers' introducer when it broke and lodged in the patients' fistula. This ut diamond balloon catheter was used to free the introducer from the fistula, however, in an attempt to free the introducer the balloon broke off. The broken balloon piece was retrieved with a snare. Additional information has been requested and is not available.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).